Event description:
It was reported that the patient had the tactra malleable penile prothesis removed due to unspecified reasons. A new inflatable penile prosthesis was implanted. Boston scientific has been unable to obtain additional information to date, despite good faith efforts.

Manufacturer narrative:
Investigation summary: based on the information available, the cause that contributed to the surgical issue could not be established as the product is not available for analysis. Device history record review (DHR): the device history record review (DHR) of the manufacturing documentation was not performed as the serial/lot number for this component was not provided. Labeling review: a labeling review found no evidence of device off-label use or failure to follow instructions. There was no evidence that the device was used or handled improperly. Device technical analysis: the device was not available for analysis; therefore, no physical or visual analysis of the product could be performed. The cause for the intervention cannot be confirmed. Investigation conclusion: based on this investigation and all information available, a conclusion code of cause not established was assigned to this investigation.

Event description:
It was reported that the patient had the tactra malleable penile prothesis removed due to unspecified reasons. A new inflatable penile prosthesis was implanted. Boston scientific has been unable to obtain additional information to date, despite good faith efforts.